Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received hardware low level failures and software error alarms. The customer¿s blood glucose level was unknown. The customer also stated that this was the second occurrence of the alarms. The customer was advised to clear the alarms as soon as possible and discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to broken trace. Software error found in the device history due to software error.